Event description:
The hosp stated that the unit alarmed fail to cycle and locked and locked up with all 888s. The pt was hand bag ventilated and placed on another ventilator. No pt info or ventilator settings were available.

Manufacturer narrative:
Running the unit under varying condition did not show any failures. As a precaution the power entry module was replaced. Unit sent back to customer.